Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: x3 patella; cat# unk; lot# unk; tri ts baseplate size 5; cat# 5521-b-500; lot# ybzva; triathlon cr fem comp #5 l-cem; cat# 5510f501, lot# ana8p. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "failed left total knee arthroplasty".